Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v009885, implanted: (B)(6) 2007.product type: lead. Product ID 3889-28, lot# v017498m implanted: (B)(6) 2007, explanted:(B)(6) 2016, product type: lead .

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the left lead would not release and broke above the tine during attempt to extract, leaving an inert fragment. This was a bit difficult in that the patient could only be lightly sedated due to medical issues. Rather than repeat this on the right side, the surgeon opted not to try to pull the right lead. Both of the leads were tined leads and placed in the s4 foramen. After the left lead broke, the surgeon opted to leave the right lead in place and shortened it to not interfere in the pocket. 1 new lead was placed in s3 after a good needle/test was done. The lead was tunneled to the existing pocket where the implantable neurostimulator was placed. The new system tested well post-operation. There was no negative patient impact due to this procedure and the patient had excellent vaginal stimulation at a very low amplitude in recovery. The lead fragments were left in place after replacement. A new lead replaced it with good responses and no issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.